Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the system was presenting low energy. Additional information has been requested.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. During an onsite visit, the field service engineer (fse) performed preventive maintenance, exchanged optic parts and successfully completed system verification to specification. Root cause could not be determined conclusively. Most possible root cause could be worn optic parts. The manufacturer internal reference number is: (B)(4).